Event description:
The customer noted that patient sample ID (B)(6) was scanned as (B)(6) by the tcs (tube characterization station) on the atellica sample handler prime with serial number (B)(6). The customer received results for sample ID (B)(6) from (B)(6) and informed siemens that no discordant result was reported to the physician(s). The customer performed repeat testing on both samples to confirm the correct results. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
An outside united states (ous) customer noted that patient sample ID (B)(6) was scanned as (B)(6) by the tcs (tube characterization station) on the atellica sample handler prime with serial number (B)(6). The customer received results for sample ID (B)(6) from (B)(6) and informed siemens that no discordant result was reported to the physician(s). The customer performed repeat testing on both samples to confirm the correct results. Siemens assisted the customer and performed services, including cleaning the tcs reflective plate, camera lens, camera identification, and focus adjustment. Siemens performed tube identification testing of sid (B)(6) and (B)(6) at different angles, and there was no error identifying the tubes. The system performed as specified. No further evaluation was required.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00237 on 08-nov-2023. Correction on 08-nov-2023: the manufacturing report number 2517506-2023-00237, which is referenced in the initial MDR is incorrect. Siemens used the correct manufacturing report number and filed the MDR 2432235-2023-00290.